Event description:
It was reported that this right atrial (ra) lead exhibited placement difficulties during implant procedure. After lead placement, signal was showing unusual in pacing system analyzer (psa). Furthermore, ra lead repositioned and field representative got new psa cables, in case it was a cable issue. During post procedure, the patient felt unwell and vomited, also blood pressure had dropped. Mild tamponade was diagnosed and pericardial effusion was removed by pericardiocentesis. It was believed that a micro perforation was the caused in the initial ra lead placement. It was also noted, that the ra lead had dislodged. The patient was stabilize, medication was given and the device was reprogrammed. Also, the patient was hospitalized in the intensive care unit to be monitored. After a couple of days in the hospital, a revision procedure was performed and the lead was repositioned from previous perforation location. This ra lead remains in services and no additional adverse patient effects were reported.